Event description:
It was reported by the customer that when using the bd pyxis¿ es server, users were unable to login after the server upgrade. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex a, b codes and manufacturer narrative. Upon investigation of this incident, it was determined that user failed to login after the server upgrade. The issue of users being unable to log in after the es server upgrade was tracked under pi (B)(4). The investigation was ongoing with no root cause identified. Product support engineer completed all es 1.7.4 server upgrades and planned to start es 1.11 upgrades in the coming months. The problem was set to be revisited during the es 1.11 upgrade phase if it occurred again. The system functioned as intended after the product support engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, users were unable to login after the server upgrade. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes no findings available at the time this report was submitted; therefore, annex a code a27 was applied. A supplemental report shall be submitted if additional information becomes available reflecting the appropriate medical device problem annex a code.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6). D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, users were unable to login after the server upgrade. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.